Event description:
It was reported by the customer that a pyxis medstation es system was not working. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist checked the station, reinstalled the rss, and attempted to reboot the application. However, the same message box persisted. It was suspected that the station required reimaging. Subsequently, a field service engineer addressed the station to resolve the issue and confirmed that it is now functioning correctly. The system functioned as intended after the field service engineer troubleshooted the device.